Event description:
It was reported that a cgm error occurred, identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer contacted support and was guided through a pump reset, after which the error did not reappear, allowing the customer to successfully start a new sensor session.